Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated x-ray imaging was performed and revealed externalized conductors. During an unrelated procedure, the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.